Event description:
It was reported that the pump showed the check syringe plunger sensor error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customers¿ complaint was verified when reviewing the alarm history. The force sensor was out of calibration and was recalibrated to resolve the issue. The error could not be duplicated in house. The pump passed all performance verification testing.